Event description:
Caller reported that alarm 01 was triggered due to an air leak in the cartridge, which may have been caused by exposure to oils and lotions. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts educated the caller about the issue and suggested loading a new cartridge, which the caller did successfully, allowing them to resume insulin administration without further complications.